Event description:
It was reported that the stylet could not be removed from the lv lead. The lead was unable to be implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reason for return was stylet would not come out of lv lead. Analysis found that the ptfe had pealed off the stylet and bunched up in the inner coil lumen causing the stylet to be stuck inside the coil.